Event description:
Is it true that the eyelite 532 ophthalas laser machine life span which they had bought, has a life span of only 2 years. The machine after about 28 months of moderate use stopped, the technical support here had informed them that it is the life span of the machine. They had to change the laser power head by "50 thousand le" as well as the fibro optic cable by "20 thousand le". Rptr has been shocked, as the machine's total price is 110 000 le. So one has to pay 70 000 le, to repair the machine every 2 years. Is it true?